Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer ¿last week my co-worker was ready to advance the wire and the wire was stuck. So she attempted to walk the needle in, but was never able to advance the catheter or retract the needle. When she took it out, she noticed the needle was bent, but still it would not retract with the button. I was finally able to retract the needle by working the wire in out after it was removed from the patient. It was clear that the needle is bent in its current position.¿ additional information received 1/20/2023: there was no patient harm reported, just the patient required an extra stick. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Usage residues were observed throughout the sample. The safety button was activated and the needle was fully withdrawn in to the housing. The guidewire exhibited curved shape memory. The needle was advanced and the safety mechanism was reset. Inspection of the needle shaft revealed a bend at the exit site from the needle carrier. Attempts to retract and advance the guidewire revealed the wire to be mobile within the needle shaft. Microscopic inspection of the needle tip revealed blood residue throughout. Inspection of the guidewire confirmed a bend in the shaft. The bend in the needle shaft was consistent with lateral stress being placed on the needle. The biological residues suggested that pressure likely occurred during catheter placement.

Event description:
It was reported by the customer ¿last week my co-worker was ready to advance the wire and the wire was stuck. So she attempted to walk the needle in, but was never able to advance the catheter or retract the needle. When she took it out, she noticed the needle was bent, but still it would not retract with the button. I was finally able to retract the needle by working the wire in out after it was removed from the patient. It was clear that the needle is bent in its current position.¿ add info rcvd 1/20/2023: there was no patient harm reported, just the patient required an extra stick. No other information was provided.